Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken trace. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated that the battery compartment had crack. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.